Event description:
The customer contact reported unrestricted flow. The tubing set was being used to deliver an unspecified IV solution. At 2230, the nurse used the cair clamp to establish a kvo rate. It was reported that approx 350ml of solution was in the container. One hour later, the nurse noted that the solution container was empty and the cair clamp was reportedly in the same position. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.